Event description:
This device is at eri indication. This device was replaced with a lumax 300 dr-t, (B) (4). There are no complaints associated with this device. There are no adverse events reported for this patient. Based on the analysis from (B) (6) 2009, it was determined that this is a reportable event.

Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The device status was eri with an interrogated battery voltage of 5.65 v. Despite the 19 documented charging cycles, the eri condition was premature after an implantation time of 44 months. During the analysis, it was noticed, that the ICD measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the ICD was lower than the true voltage of the battery itself, resulting in a premature activation of the eri status. This does not influence the functionality of the ICD. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 10 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eri was activated prematurely because the voltage measurement of this ICD had underestimated the voltage of the battery.